Event description:
Ous MDR - during a follow-up this device was interrogated with a programming wand and the device stopped pacing. The same occured with a magnet.

Manufacturer narrative:
After its receipt, the pacemaker was inspected visually. There were scratches on the pacemaker housing. Next, the implant first underwent a status interrogation. The device status eri was displayed, due to cold storage and transport condition after the explantation. The device status eri was reset successfully. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed a behavior conforming to specifications in regard to its device functions. During the analysis, the implant's capability to provide therapy under magnet application was tested both using a programming wand and a magnet and with differently programmed magnet effects. The device was capable to provide therapy without restrictions. In summary, the analysis did not show any deviations from the specification that could be connected to the clinical observation. There was no material defect or manufacturing error.